Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer 4 was not functioning properly. A field service engineer (fse) powered down the station, replaced the matrix drawer controller board, cleaned out medication and debris, and rebooted the station, after which the drawer was successfully detected. Powered off the station to verify backup battery functionality, rebooted to check for updates, inspected all connected drawers, cleaned the aio, bioid, and keyboard cover, and tightened the barcode scanner cradle. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, drawer 4 experienced a failure. Drawer 4 was not functioning properly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.